Event description:
The customer reported that the x-ray was hanging. The fse noted that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was repalced during the service call. The system was tested and found to be working as intended and put back into service.